Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set cannula bent event on 03-may-2024. Event occured on the first day of insertion. Insertion site was at abdomen. No further information available.